Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "husband of pt called for his wife, the pt. Pt is experiencing pain, to the touch, when walking. Has to use a walker to get around, and at times a wheelchair. Everything was fine for the first 3 years and then one day she was getting up from a chair and twisted her leg, and the pain started. Surgeon is doing tests at this time, bone scan, x-rays, blood work. Does not think infection, thinks has something to do with where the poly is attached to the metal, tibial component. Also wants to know if any of the components are part of a recall, specifically the insert."